Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/17/2021. H.6. Investigation: a complaint of a spike poking through an IV bag was received from the customer. One sample of a different material and lot number than specified was returned. The customer complaint of component damage - leak on material 11435714 lot 20025758 could not be investigated. The returned sample was then inspected and two kinks were found on the tubing connecting the two spikes to the drip chamber, the kinks were able to be smoothed out. The sample was tested to see if either spike would go through and puncture the IV bag as stated in the complaint. When tested no punctures were noticed on the IV bag and no abnormalities could be seen. The set was then primed and infused with no issues. A device history record review for model 11435714 lot number 20025758 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined as the sample returned did not match the material number from the grid. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #20025758 regarding item 11435714. H3 other text : see h.10.

Event description:
It was reported that the s/a accuslide 4in up/dowstream, adapters experienced device damage/deformation/cracking, and leakage. The following information was provided by the initial reporter: material #: 11435714, batch/ lot #: 20025758. Bag spike went through blood bag. Concerns about spike length, measured 1.25 inches long.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the s/a accuslide 4in up/dowstream, adapters experienced device damage/deformation/cracking, and leakage. The following information was provided by the initial reporter: material #:(B)(4), batch/lot #: 20025758. Bag spike went through blood bag. Concerns about spike length, measured 1.25 inches long.